Event description:
The event involved a primary plum set, 15 micron filter in sight chamber where the customer reported that the solution was changed, and a bag of ringer's lactate was inserted. The infusion pump was programmed and after about 20 minutes, a leak was observed coming from the underside of the infusion pump. The set was replaced. There was no patient involvement, no harm reported as result of this event

Manufacturer narrative:
A picture was returned showing a primary plum set inside an opened package. Also received one (1) used. List #14001-31 primary plum set. A tear was observed in the incoming tubing behind the cassette. The deformation of the tubing appeared to be rough and stretched out. The set was leak tested per specification. A leak was observed coming from the tear previously observed. The complaint of leakage can be confirmed. The probable cause is due to external pulling forces applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint